Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damage to the cover was due to handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a leakage from switch 1. In addition to the damage on the probe cover, additional evaluation findings were as follows: the bending section cover glue had peeling, there was peeling of the adhesive on the light guide lens, there were more than two missing echo signals in the ultrasound medical image, there was a cut in switch 1, the control body was fluid-dry, there were scratches in the light guide tube, recommend the play angulation, and the production labels at the connector need to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an ultrasonic gastrovideoscope, there was heavy leaking at the suction port. The event occurred during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was damage on the probe cover. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.